Event description:
It was reported that there was lead 'failure' in both leads, and the insulation was beyond the suture sleeve. The leads were explanted, analyzed and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.